Event description:
It was reported that autopulse resuscitation system was brought to station with medics complaining about it not working correctly, but no details were given. No adverse event reported.

Manufacturer narrative:
Reported complaint of system "not working properly" was not confirmed. The board ran with test manikin for 20 minutes and was ran for 7 minutes with large resuscitation fixture (equal to a 250 lb pt), no problems were observed. Visual inspection revealed a long crack on the top cover, and front enclosure and battery lock were bent. Archive file showed user advisory 3 (error communicating with battery controller), which is generated when battery needs to be replaced, battery lost (removed from system before powering off) and low voltage batteries used during compression. No batteries were returned for eval. The board passes final test. No adverse event reported.